Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure performed on an unknown date. After spaceoar implantation, a gastroenterological surgeon performed hemostasis for rectal bleeding and performed a colostomy. It was noted per the physician that the treatment for the rectal bleeding may have been "inappropriate". A causal relationship between the spaceoar placement and rectal bleeding could not be ruled out. The patient's status at the time of this report was unknown. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6), 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6), 2023. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient code e0506 captures the reportable event of hemostasis.